Event description:
It was reported that the circulation pump motor showed signs of bearings seizing when motor shaft was spun by hand, and to be replaced as part of the preventive maintenance. Per procedure the control panel coin cell battery has reached an age of or beyond 2 years old and requires replacement. The l-tube and double l-tubing appears distended and expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the circulation pump motor showed signs of bearings seizing when the motor shaft was spun by hand, and to be replaced as part of the preventive maintenance. Per procedure, the control panel coin cell battery has reached an age of or beyond 2 years old and requires replacement. The l-tube and double l-tubing appears distended and expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump motor failure. The device was evaluated upon receipt. It was confirmed that the circulation pump motor shows signs of bearings seizing when motor shaft is spun by hand. The circulation pump motor was replaced. Performed 2k pm service on the unit. Serviced the mixing. Replaced circulation pump and motor. Replaced the heater, manifold o-rings, drain valves, coin cell, l-tube & double l-tubing. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be service related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.